Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, 2nd degree atrio-ventricular (av) block/complete heart block (chb) was noted. Electrophysiology (ep) was consulted and a temporary pacemaker was placed. The patient was continued to be monitored in which during that time the patient developed a left bundle branch block (lbbb). A permanent pacemaker was implanted three days post implant of the valve. No further adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the patient's weight was (B)(6).

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: a device history review is not required as the event description does not indicate a potential manufacturing issue. Cond uction disturbances, such as 2nd degree atrio-ventricular block and left bundle branch block are known potential adverse effects per corevalve instructions for use and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the percutaneous aortic valve. (B)(4)